Manufacturer narrative:
Batch review performed on 11 november 2019. Lot 153821: 84 items manufactured and released on 06-oct-2015. Expiration date: 2020-09-19. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: this patient was treated with cemented primary tka in 2016 and then revised in 2018 for developmental instability. This second operation was in turn revised now to correct the slope. This requirement may be due to the clinical evolution of the patient and her disease and is not to be attributed to a malfunctioning or defective implant.

Event description:
The patient came for a post-op check-up. The surgeon determined that the patient had a lack of posterior slope 3 years after primary surgery. The surgeon recut the bone, added an extension stem with augments, and revised the tibial tray and insert. The surgery was completed successfully.